Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2012 and mesh were implanted. It was reported that she experienced pain, infection, worsened incontinence, urinary problems, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2012 and tvt-o was implanted. It was reported that the patient concurrently underwent total vaginal hysterectomy, uterosacral vault suspension, anterior elevate, cystoscopy.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced recurrence, vaginal scarring and bleeding.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, pop and large cystocele; concurrent procedure-tvh. It was reported that the patient underwent mesh revision/removal on (B)(6) 2014.